Event description:
The manufacturer received information regarding a dreamstation st30 device. There is an allegation that the device stopped running while in use. The patient's blood oxygen saturation progressively decreased and cyanosis was not relieved. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.